Event description:
Information was received that a smiths medical tracheostomy had false tract created. The patient reportedly desaturated rapidly to 30 percent, and an endotracheal intubation performed to prevent hypoxic arrest.